Manufacturer narrative:
Reference MFR. Complaint #ov1997-8-7-44 complaint report number was changed from 1034525-1997-00004 to 1314412-1997-00031, because the plant of MFR was mididentified. This product was not produced by biosearch, inc. But rather by the oriskany falls ny plant of sherwood davis and geck. Reporting number has been changed to correctly identify the mfg location.

Event description:
Customer reported, "dobbhoff tube went into pt's lung. No resistance by pt; [pt] was swallowing." Feeding tube in lung was confirmed by x-ray. A chest tube was placed due to pneumothorax. No further consequences were experienced. The pt is doing fine.